Event description:
It was reported that the patient presented in clinic. During capacitator maintenance, it was noted that the implantable cardioverter defibrillator exhibited post-sensed t wave oversensing. No interventions were performed. The patient's condition was unknown.